Event description:
It was reported that on (B)(6), 2010 a 3.0 x 18 mm promus stent was implanted in the mid left anterior descending artery and a 3.5 x 08 promus stent was implanted in the mid right coronary artery. Angiography performed on (B)(6), 2011 revealed in-stent restenosis and determined the need for re-vascularization of the target vessels. Coronary bypass surgery (CABG) was performed on both vessels on (B)(6), 2011. The patient is doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency and the product was not returned. The reported patient effect of restenosis, as listed in the instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The 3.0 x 18 mm promus stent is being filed under a separate medwatch report.